Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify, bad formation: were the staple malformed? Yes, I meaned that staples were malformed.

Event description:
It was reported that during an unknown procedure, bad formation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p91r4e. Investigation summary: the analysis results found that the el5ml device was returned with no damage to the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. Upon testing, the jaws of the device opened and closed without any difficulties. In addition, the device locked out as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.